Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 4 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 4 years of support, the patient went to the hospital and high pump powers and high estimated pump flows were observed. The patient was asymptomatic. The patient received a heart transplant at another center on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The reported power and estimated flow elevations were confirmed through the evaluation of the submitted system controller log file. Intermittent power and corresponding estimated flow elevations were captured throughout the duration of the log file. These elevations appear to correlate with pi events. The cause of the captured events could not be conclusively determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit throughout the duration of the log file. The pump appeared to be functioning as intended. The lvad was not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.